Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of device migration as follows: post-market surveillance: juvederm voluma without lidocaine has been marketed outside the us since 2005, and juvederm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were rec'd from post-market surveillance for juvederm voluma with and without lidocaine with a frequency ¡ý 5 and were not observed in the clinical study; this includes reports rec'd globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports rec'd: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.

Manufacturer narrative:
Medwatch sent to FDA on 08/04/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that after injection in the cheeks with 2 syringes of juvederm voluma xc, the product migrated to the tear troughs. Patient was treated with hyaluronidase. Symptoms have resolved.